Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an elective endoscopic retrograde cholangiopancreatography (ercp) procedure the guidewire coating "sloughed off". The target lesion was in the common bile duct. During the procedure, brush cytology of the common hepatic duct stricture was taken. A jag precursor st had been advanced at an unspecified time during the procedure to an unspecified location. During withdrawal, the hydrophilic tip coating "sloughed off" in the proximal right intra hepatic duct. The guide wire was changed and the procedure was completed with a 10f, 14cm plastic stent. The detached coating was left in the patient's duct. There were no patient complications reported with the patient's current condition listed as "stable".